Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, he had inserted a sensor and felt a little pain. Customer stated the cannula was under the subcutaneous tissue. Customer's blood glucose was 114 mg/dl. Troubleshooting was performed; the sensor was not pulled up into the sensor base. Customer found it odd that he had felt pain during the insertion and the transmitter wouldn't transmit. The customer was advised to speak to his primary care provider, so they can locate the sensor. The sensor is not returning for analysis.